Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported that the patient was having some increased spasticity and some fluid gathering at back incision. It was stated that a possible dye study and surgical intervention were scheduled for (B)(6) 2017. Additional information received on (B)(6) 2017 reported that the patient first started to experience the fluid gathering in their back when it was brought to the physician¿s attention at appointments in (B)(6) 2017. The actions and interventions taken during the revision was that the abandoned catheter tied again and collett connector was replaced. The cause of the fluid gathering at the patient¿s back incision was not determined. Per the reporter it was not obvious. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main device, the other relevant component includes: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. The catheter was returned. Evaluation of implantable catheter serial number (B)(4) revealed the following: the partial catheter was returned in one segment, and passed both patency testing and pressure leak testing in the lab. No anomalies were identified. If information is provided in the future, a supplemental report will be issued.